Event description:
The customer reported via phone call that they had a no delivery alarm on the insulin pump. Customer's blood glucose level was 150 mg/dl at the time of the incident. Customer was refilling the pump and cannot get to the fill cannula. Customer reported that they are unable to troubleshoot at the time of the call. Customer was advised to do a complete set change as soon as possible. Customer does not want to return the set or reservoir for analysis. Customer was walked through the rewind process. Customer did not receive a no delivery alarm. Customer disconnected from the quick release and primed until the drops came from the quick release. Customer connected at the quick release and filled the cannula. Customer mentioned a past no delivery event. Customer was advised to call when the alarm occurs.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.